Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple sensor updating, lost sensor signal, and change sensor alerts. Troubleshooting was performed, and the customer was advised to remove and change the sensor. During troubleshooting, the customer reported that their current blood glucose was high at 400 mg/dl. She washed her hands and tested again, and it was 358 mg/dl. Customer treated with a bolus. Troubleshooting for high blood glucose was declined. The sensor will be returned for analysis. The sensor will not be returned for analysis.